Event description:
Pt experienced clinical signs of hyper drainage with the implanted valve as well as headaches and a nasty subdural bruise. During surgery to drain the subdural bruise, the valve was explanted.